Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating that all lot release testing met specification. A query of the complaint-handling database was performed and revealed no other incidents were reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after performing dilatation in the non-calcified, non-tortuous left anterior descending artery, as the device was being withdrawn from the anatomy at the conclusion of the procedure, the hub separated outside of the anatomy. There was no resistance felt during advancement or removal of the device. There was no adverse patient effect and no clinically significant delay due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.